Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (unknown). Customer stated that she has gotten e errors on her meter a few times. Customer also called to advise that she got a letter re the e-5 medical device correction. The customer reported feeling dizzy; medical attention was not needed at the time of the call. Customer advised that she has other underlying health conditions, so she is not sure if the dizziness is due to her diabetes. The test strip lot manufacturer¿s expiration date is 05/31/2026 and per the customer the test strips have been opened for more than 4 months (expired). The customer did have another vial of test strips that had been stored and handled correctly, lot number zd6305s, manufacturer's expiration date of 06/22/2027. During the call, a blood test was performed by the customer non-fasting and produced test result of 133 mg/dl using true metrix meter.